Manufacturer narrative:
The investigation determined that lower than expected digoxin results were obtained from a non-vitros quality control fluid when using vitros dgxn microslides on a vitros 350 chemistry system. The assignable cause of the event was determined to be an instrument issue. The results obtained using the same control fluids and vitros dgxn slide cartridge were acceptable on an alternate vitros system indicating the lower than expected vitros dgxn results was likely due to a vitros 350 instrument issue. The customer performed requested maintenance actions to the vitros 350 system and following those actions acceptable vitros dgxn quality control results were obtained.

Event description:
The customer observed lower than expected digoxin results (dgxn= 1.7, 1.8 versus expected 3.8 ng/ml) from a non-vitros quality control fluid processed using vitros dgxn microslides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros dgxn results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).